Manufacturer narrative:
Additional information: block a4, b5, d4 (serial no.) And d9 investigation: visual inspection: the following observations were made during the visual inspection: -no visible defects permeability test: the test showed that all components are permeable. To determine that the distal peritoneal catheter is difficult permeable. The investigation showed an slowed outflow of the distal peritoneal catheter. Computer control test: the computer controlled test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 3.61 cmh2o. This is within the specified tolerance of 5 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position of the valve. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant had a pressure of 18.04 cmh2o. This is within the specified tolerance of 20 cmh2o +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, no deposits were found in both valves. Results: we would like to point out in advance that the returned product was already removed in june 2020. The testing of valves that return after such a long time after explantation is only of limited value. Despite this we have tested the device to the best of our abilities. Based on our investigation results, we cannot identify a "blockage" in shunt system. The distal peritoneal catheter was difficult permeable. At the time of the investigation, it was not clear to us how the mentioned functional impairment occurred. No functional deviations of the valves were detected. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Additional information: weight: 50 kilograms (kg) height: 120 centimeters (cm).

Manufacturer narrative:
Due to the delayed transmission to sales and the registration in sap c3, the manufacturer was only informed about the incident on 02/09/2021. When following information is provided a follow up will be submitted.

Event description:
It was reported that a progav 2.0 was implanted on (B)(6) 2020 after preoperative testing. During recovery from surgery, it was suspected by surgeons that there was fluid accumulation. Suspicion of malfunction. Re-surgery to test the functionality of the valve requested on (B)(6) 2020 and surgery was performed on (B)(6) 2020 at about 17:15. During the operation, further test was performed due to the suspicion of obstruction of catheter, but the valve was noted to be blocked. No further patient information is available yet.